Event description:
It was reported that error code 8286 was encountered on the patient¿s personal therapy manager and it was an empty reservoir code. The patient was scheduled for a refill on (B)(6) 2012. The patient did not hear an alarm. The patient was not having any symptoms of withdrawal. The pump was used to deliver unknown drug. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).